Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 30 mmol/l with no associated symptoms of hyperglycemia. The reporter was unable to complete troubleshooting at the time of the call. The reporter alleged that the high blood glucose might be a result of the patient¿s ¿lifestyle as a teenager¿. The pump could not be ruled out as a contributing factor. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump¿s impact could not be ascertained.